Event description:
A malfunction was reported on a pump by a caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. After resetting, the malfunction code did not recur, and the customer was informed that they could continue using the pump while being advised to contact support if any issues arose again.